Event description:
Information received by medtronic indicated that the customer mentioned pump had a damage. No harm requiring medical intervention was reported. Troubleshooting was performed, the customer will discontinue use of the device. The device was returned for analysis.

Manufacturer narrative:
S.w version 4.11e (obtained by using a test case). Retainer ring = missing. Case type = ngp. The pump was returned for cosmetic damage located at the back found on 06-dec-2021. The pump was received with a cracked battery tube threads and a cracked case-corner of belt clip rails near the battery tube compartment. The pump was also received with a blank display. Unable to perform the self test, active current measurement, sleep current measurement and displacement test due to blank display. Unable to download history files and traces using thus due to blank display. During visual inspection, the cracked case-corner of belt clip rails near the battery compartment shifted the battery tube out of position not allowing proper contact between the battery cap contact and battery tube. The pump was cut open to perform visual inspection and found corrosion on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. By using a test case, the pump powered up properly, continued self test, currents measurements, download history files and traces using thus. The pump passed the self test, sleep current measurement and active current measurement. The pump was monitored, and no blank display noted while using a test case. Blank display was confirmed due to shifted battery tube assembly. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 08/04/2021 to 10/23/2021 and 10/20/2023 to 10/23/2023. There was no data available to verify power error 25, low battery alert, power loss alarm and replace battery alert/replace battery now alarm in the formatted history file for the event date (B)(6)2021. There was no data available to verify unexpected pump errors/alarms noted 1 week prior to the event date (B)(6) 2021 in the formatted history file. Unable to lock a test p-cap into the reservoir compartment due to a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip. The following were also noted during visual inspection: a pillowing keypad overlay, a scratched case, a serial number label missing and a broken belt clip rails. Cosmetic damage was confirmed at the back of the pump. Retainer ring damage (a missing retainer, a missing reservoir tube o-ring and a broken reservoir tube lip) was confirmed. Unable to perform the required testing, download history files and traces using thus due to blank display. Blank display was confirmed due to shifted battery tube assembly. However, a test case was used, the pump powered up properly, continued self test, currents measurements, download history files and traces using thus. No blank display noted while using a test case. During visual inspection, corrosion was found on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. "Select patient information cannot be provided due to regional privacy regulations. " medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.